Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and found that the emergency stop button had been triggered, preventing the system from turning on. The emergency stop button was released and the system was returned to normal functionality. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed an alert indicating the emergency stop button was active. The system shut down and was unable to power back on. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.